Manufacturer narrative:
Per tandem's user guide: "only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. There was no reported impact to customer's blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.